Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure the endoscopic image became almost black and white and looked like a frozen when evis 190 series videoscope was connected to the subject device. The user completed the procedure with the subject device. Olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with this event.